Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k138 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k138 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. The smart card was returned for evaluation. The complaint kit was not returned. A review of the data recorded on the smart card confirmed the occurrence of an alarm #8: blood leak (photoactivation chamber) after the photoactivation phase of the procedure was completed. The data showed approximately 1425 ml of whole blood had been processed. The operator aborted the treatment after the alarm #8: blood leak (photoactivation chamber) occurred. A review of all photoactivation module leak complaints documented in mallinckrodt's electronic database did not identify any similar occurrences for kit lot k138. The reported alarm is verified based on the smart card data; however, a root cause for the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm # 8: blood leak? (Photoactivation chamber) and observed a blood leak in the photoactivation chamber. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the smart card for investigation.